Event description:
Device being trialed at institution; user sensitive. Failed attempt x 3. Failure of perclose vascular device. Needle on device went outside of device into tissue. Incision had to be made to remove the needle. Failure of perclose arterial closure device; needle outside of device into pt subcutaneous tissue. Dr's finger was punctured with needle removal. Failure of perclose vascular closure device. Incision had to be made in pt's right groin to remove device. Femstop then applied. Right pedal pulses present +2.